Manufacturer narrative:
Upon further review, it was determined that this customer issue is not related to correction/removal reporting number 2919069-03/24/16-001-r. No emdr is required.

Manufacturer narrative:
(B)(4). A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner (lots 6853, 6901, and 6953). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operator's manual. The investigation is ongoing. A follow-up report will be submitted when cause is identified.

Event description:
The customer observed low rbc control values with the use of cell-dyn emerald cleaner reagent lot number 6853. No adverse impact to patient management was reported.

Manufacturer narrative:
Correction: this event is related to 2919069-03/24/16-001-r. The date of 08/22/2016 represents the date that the error in complaint assignment was identified. A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner (lots 6853, 6901, 6953, 6991, 7024, 7027, 7044, 7082, 7110 and/or 7119). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operators manual. The cause for the qc material out-of-range low issue has been traced to the manufacturing process for raw material used in the cell-dyn emerald cleaner.